Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery and revision surgery on (B)(6) 2020 during which the surgeon noted there was marked scarring even in the subcutaneous tissue. He stated that upon excising the mesh from the surrounding tissue, the floor of the inguinal canal was extremely weak which required further repair. It was reported that the patient experienced persistent and debilitating pain. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 08/30/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.